Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller said the pt has been experiencing fecal incontinence. Caller said the pt has no feeling whatsoever when they have to go to the bathroom. Pss reviewed adverse events summary with caller and redirected them to hcp for further assistance. Caller said the pt had spoke with the hcp and rep over 2 weeks ago who had the pt turn off their stimulation and the pt was still experiencing the incontinence. Caller said the pt's whole area almost appeared to be numb/paralyzed and were questioning if the ins was implanted on a nerve to cause the issue. Caller said the pt was having accidents 3 times a day and not keeping any food down. Pt had an MRI last week (saw a neurosurgeon) last week monday or tuesday and sent pt to ER to get MRI. Pt rep said someone at hospital read the MRI and said nothing was on. Hcp said it appeared something was going on with l-4 and l-5 after looking at the MRI. Caller said the pt has a lot of pain which was why ins was put in, however. Pt had never gotten relief from day 1 and pt was at the point that they wanted it taken out. Pt said that it was debilitating for her and thinks that they are dying. Caller also mentioned that the pt got blood clots in their lungs within 3 days of having the ins implanted and was in the hospital for 2 weeks after that. Pss sent email to reps. The patient was redirected to their healthcare provider to further address the issue. Pt rep. Called and mentioned the pt started having issue with scs at the end of november. Hcp never gave the pt any medication for blood clots and 10 days after implant date, the pt had to go into the hospital because they had blood clots. Scs never did provide any relief for the pt and the pt then started having fecal incontinence. Pt would wake up full of fecal matter and "never had a normal fecal movement." Pt rep. Said maybe scs was pushing on a nerve and maybe the placement was the issue. Pt rep. Said they "doubt it was the scs" but thought the placement on a nerve may have caused the lack of fecal bowel control. Pt rep. Said the pt could not feel themselves going to the bathroom on themselves. Pt rep. Said the pt had the scs removed (leads and ins) on (B)(6) 2023 and the fecal incontinence completely cleared up.